Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheadedness, dizzyness, soreness in back of throat, congestion, flu like symptoms. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged lightheadedness, dizzyness, soreness in back of throat, congestion, flu like symptoms. The device was returned to the manufacturer's product investigation laboratory for further investigation. Prior to taking the unit apart, the device was operated for 23 minutes in which it worked as designed. 0 errors logged. 0 blower hours and 0 therapy hours were logged suggesting the device was reset prior to pil receipt. Care orchestra data was unable to be retrieved. If it stated that the device was inspected in the external part of the device, then I would state that. Pil found no evidence of sound abatement foam degradation or breakdown. Pil was unable to address the allegation of "dizzy/sore throat/congestion". Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found the manufacturer concludes the results of this investigation do not impact the calculated risks.